Event description:
It was reported that... "Dr (B)(6) was implanting an aria implant into a disc space. The implant was attached onto the avs pl 11mm inserter. As he was malleting on the inserter, the implant started to crack. He took that out and replaced it with another implant."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned avs aria cage was visually inspected and the breakage was observed to have occurred at the thread where the device connects to the implant inserter. The thread was only cracked on one side of the device, which indicates that an off-center force was applied to the implant. No damage or defects were observed on any other part of the implant. Functional inspection: the implant in its as received condition is no longer functional. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the returned cage was inspected and the reported issue was confirmed. No anomaly that could be associated with the event was reported during the manufacturing of this batch. Aria surgical technique recommends to "gently and progressively insert the avs® aria¿ implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle". The issue is believed to be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Excessive hammering as well as inappropriate trialing could also have contributed to the failure.

Event description:
It was reported that .. "Dr. [ ] was implanting an aria implant into a disc space. The implant was attached onto the avs pl 11mm inserter. As he was malleting on the inserter, the implant started to crack. He took that out and replaced it with another implant."